Event description:
It was reported that during an ablation procedure blue pixels, in the form of a bow-tie artifact, appeared when using a probe at 128% laser power. The user was then instructed to lower the power to 100%, however, the problem persisted. The procedure was finished successfully but the area where the blue pixels appeared was deemed inaccurate. The user also placed a temperature pick point in the area and after stopping the laser delivery, the temperature would climb from 30 degrees celsius to 37 degrees celsius. It was noted that as soon as the user began laser delivery, the temperature would decrease each time and was repeated: once at 128% laser power and 3-4 times at 100% laser power. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.